Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential closure complication. The exact root cause cannot be determined. The likely cause was determined to have been use of the device in an oversized access site (9fr) resulting in a closure complication postoperatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6b: explanted date: device was not explanted e3: occupation: manager. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the right femoral artery was accessed during a left sided ventricular tachycardia (vt) ablation with a 9 french sheath. After completion of the case a femoral angiogram was performed, and an 8 french angio seal was placed for closure. The operator obtained immediate hemostasis and the patient was later discharged and sent home. After about six (6) hours from being discharged the patient went to lay down, heard a pop sound, and felt pain down in the groin area. The patient went to the emergency room (ER) where a small hematoma and discoloration was noted. The patient was later placed in a tele unit for observation. It was noted during the investigation that the femoral vein was accessed on the same side as arterial. The vein was closed with a passive closer device, vascade. It was unknown if the "pop" sound was related to the angio-seal as the physician noted the small hematoma was more medial than lateral. The blood loss was less than 250cc's. There was no patient injury or surgical intervention. There is no direct allegation that the reported device caused or contributed to patient injury. Additional information was received on 15 may 2024: the procedure sheath was 9 french. The patient was stable. No equipment or other devices were used with the involved angio-seal. Manual compression was performed to soften the hematoma. The patient did not have a history of a bleeding disorder and the patient was not on daily blood thinning medication. No multiple sticks were performed to gain arterial access. No posterior wall of the artery was punctured. The puncture site was not considered a high stick, above the inguinal ligament or the inferior epigastric artery. The patient did not have any blood thinning medication, thrombolytics, or platelet aggregators during the procedure. No surgical intervention was performed to treat the hematoma. (Aside from manual compression to soften, as stated).